Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: chugging sound when pt. Coughed. Rpm's dropped then returned.specific component(s) involved: outflow graft malfunction/malposition.additional text: outflow cannula malposition.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : decreased rpm's and then it went back to normal.implant device type: both (in the same or visit).malfunction device type: rvad.